Event description:
Bipolar impedances were greater than 2000 ohms with a current of 9 microamperes. Unipolar pair impedances were between 1369 and 1498 ohms with currents between 12 and 13 microamperes. The pt had no experience therapeutic effect since the device was turned on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.